Event description:
I was put to sleep in surgery room to get essure devices in (B)(6) 2007. I have had severe belly pain, bloating , irregular periods very heavy with large blood clots, severe constipation, pain and bleeding during sex, large weight gain that can't be lost, hair loss, fatigue , constant body aches and pains, skin changes and now thyroid disease and endometriosis. I am (B)(6) and scheduled for a complete hysterectomy to remove essure and fix damage it has caused from nickel poisoning.